Manufacturer narrative:
H6 medical device problem code corrected from 2292-defective component to 1069-break. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presumed from the investigation results that connecting tube was unable to be connected as connector was hit by something hard or loosened and damaged. As a cause of the loosened connector, that the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. The event can be prevented by following the instructions for use which state: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the connecting tube may not be connected due to damage to the yellow connector. There were no reports of patient involvement.